Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. A visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. The direct cause of the rite volume failure was determined to be deteriorated door piston foam. The door piston foam was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.